Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during initial drain on the homechoice (hc). The home patient (hp) stated he had earlier received a low drain volume alarm so he disconnected the lines to the bags then reconnected the same lines to the bags again. The hp then received se 2240. The technical service representative (tsr) advised the hp that by disconnecting and reconnecting the lines, air was introduced to the setup. The tsr advised the hp he must not ever disconnect and reconnect lines to bags during therapy. The tsr instructed the hp to recycle power and the se 2367 alarmed. The tsr had the hp close clamps/transfer set and recycle the power again to press go to start. The tsr advised the hp he would need to start over with new supplies and inform his peritoneal dialysis nurse (pdn) of the se 2240. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if relevant additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting from the transfer set during therapy, which is use error that can cause system error 2240 alarms. The home patient stated he had received a low drain volume alarm so he disconnected the lines to the bags, then reconnected the same lines to the bags again. This issue is being investigated through CAPA.